Manufacturer narrative:
The reported field events of high voltage circuit failure and extended charge time could not be confirmed in the laboratory. No alerts for high voltage circuit failure were observed upon interrogation of the device. Device function was normal when tested on the bench and using automated test equipment.

Event description:
It was reported that during follow-up, high capture threshold was observed on the rv lead. The device had reached eri and an alert for high voltage circuit failure and extended charge time was displayed. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.